Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's mother stated that the customer thought she had a stomach virus and instead found that her infusion set had broken off from the reservoir. The customer's mother also stated that for five days prior to the event, the customer had been experiencing high blood glucose levels. The customer's mother further stated that the customer used an mmt-399 quick-set infusion set. Programming was correct and troubleshooting was performed, during which the insulin pump passed the fixed prime. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.